Event description:
It was reported that the device stuck on a guide wire while it was being advanced outside of the patient. During the attempt to remove the device from the wire, the soft tip separated from the catheter. The wire and both pieces of the catheter were removed. The device never entered the pt.